Event description:
It was reported that during defibrillation threshold testing (DFT) following the initial implant procedure, Ventricular Fibrillation (VF) could not be terminated with 30 joule and 35 joules shocks. Impedance values were unstable on both Ring1-Coil2 and Ring1-Ring2. Findings suggestive of air were observed on the intracardiac electrogram, including signal saturation and oversensing. It was considered that the DFT had been elevated due to the influence of air. The settings were changed and the Extravascular Implantable Cardioverter Defibrillator (EV-ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.